Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review could not be completed as the lot number was not provided by the customer. Baxter will continue to monitor similar reports to determine if further actions are required. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance a clearlink continu-flo solution set in which the user was attempting to put a syringe into the 3-port manifold port when the syringe tip snapped off and got lodged inside the port. The clinical nurse educator believes that these occurred because of user error and not because of a deficiency in the product. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the sample was discarded by the customer. No conclusion can be drawn from the investigation. The root cause was not determined.